Event description:
Patient developed redness, induration and itching at injection sites after receiving intradermal bovine collagen implants. Physician diagnosed hypersensitivity to bovine collagen and prescribed oral loratidine and topical prednisone.